Event description:
The sales rep reported that in 2008, during the pt's initial fusion surgery, when the surgeon removed a screw that he was using for a pre-construct procedure, the screw disassembled after passing it to the scrub tech. There was no surgical delay and no harm to the pt.

Manufacturer narrative:
Product was not intended to be implanted at this time of surgery. Evaluation is pending.